Manufacturer narrative:
Product analysis: analysis was able to confirm the reported programmer not powering on. Analysis also noted that the stylus was not working. The power supply was replaced and the touchscreen connector was cleaned and reseated. The stylus was replaced and calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not power on. The user changed the "netcable" but the issue persisted. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.